Manufacturer narrative:
The available data provided by the customer was reviewed. The customer was unable to provide the raw data files for the event. Without this data, the raw responses of the tests could not be investigated. With the lot number, 02-25184-30, the certificate of analysis was reviewed. The test card was performing as intended at time of release and was meeting specifications. The card lot has since expired. The cause of the event is unknown.

Manufacturer narrative:
Siemens has requested instrument files for further investigation. Investigation will commence once requested files have been received. The cause of this event is unknown.

Event description:
The customer reported that they received discrepant high creatinine results compared to repeat testing of a new sample on their laboratory instrument. There is no report of injury due to this event.